Event description:
During prep of the catheter, the dilator would not lock into the sheath. The catheter was removed and not used - no harm to the patient. Manufacturer response for paroxysmal atrial fibrillation catheter, (brand not provided) (per site reporter) clinical site notified mfg rep directly.